Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that he received a motor error on the insulin pump during a bolus delivery attempt. The customer's blood glucose was 140 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field. The customer does use the sensor feature on the insulin pump, and it was explained that a false motor error could occur if a customer views the sensor glucose graph while the insulin pump delivers a bolus. The customer stated he did do this and received the motor error. The customer was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted .motor passed motor test. Unit received with cracked reservoir tube lip, minor scratched display window, and scratched reservoir tube window.